Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 15.7, and 5.6 mmol/l. Tests were done within 5 minutes with a difference of 84%. Pt did not experience any adverse events. No further info has been reported. Note: customer is still using alcohol to clean fingers prior to testing.